Event description:
Procedure: no information. Patient gender: no information. Reportedly, the balloon on the device ruptured while inside peritoneal cavity. The pieces of balloon were removed. No injury was reported.